Event description:
On 15/oct/2025, fresenius received a medwatch form 3500a regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nr dialyzer for renal replacement therapy (rrt) reportedly experienced a possible dialyzer reaction during hd therapy on (B)(6) 2025. Via the medwatch form 3500a, the patient arrived for his regularly scheduled outpatient hd treatment on (B)(6) 2025, and his pre-treatment vitals included: blood pressure = 135/65, pulse = 66, respirations = 18, temperature = 97.6. The treatment was initiated at 11:01 utilizing an optiflux 180nr dialyzer as prescribed. At approximately 14:41, the patient complained of itching (pruritus) and the treatment was terminated. The patient was provided supplemental oxygen (volume not provided), intravenous (IV) normal saline bolus (volume not provided), and oral benadryl 50 mg. The nurse practitioner evaluated the patient chairside and recommended the patient should go to the emergency room, however the patient declined. At approximately 14:51, the patient¿s condition had worsened and included hives (patient¿s trunk, extremities, neck) and lip swelling. An intramuscular (im) dose of solu-medrol was administered, and emergency medical services (ems) were contacted. While being transported to the hospital, the patient became rigid and lost consciousness. No additional details were obtained during follow-up, however the patient was discharged home and returned to the outpatient dialysis clinic for his next scheduled treatment on (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., confirmed cause, alternate dialyzer type, any return of symptoms) were unsuccessful.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux 180nr dialyzer, and the serious adverse events of a dialyzer reaction (characterized by pruritus, hives, lip swelling, rigidity, and loss of consciousness), which required the early termination of treatment, the administration of supplemental oxygen, several rescue-based medications (including normal saline and solumedrol), and hospitalization. The definitive cause of the serious adverse events is unknown; therefore, causality cannot firmly be established. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity/allergic reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the optiflux 180nr dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect or damage was reported, the serious adverse events did occur during hd therapy while utilizing the optiflux 180nr dialyzer. Furthermore, given the patient¿s symptoms were indicative of an allergic reaction, the lack of clinical follow-up, and no sample available for manufacturer evaluation, the optiflux 180nr dialyzer cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Event description:
On 15/oct/2025, fresenius received a medwatch form 3500a regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nr dialyzer for renal replacement therapy (rrt) reportedly experienced a possible dialyzer reaction during hd therapy on (B)(6) 2025. Via the medwatch form 3500a, the patient arrived for his regularly scheduled outpatient hd treatment on (B)(6) 2025, and his pre-treatment vitals included: blood pressure = 135/65, pulse = 66, respirations = 18, temperature = 97.6. The treatment was initiated at 11:01 utilizing an optiflux 180nr dialyzer as prescribed. At approximately 14:41, the patient complained of itching (pruritus) and the treatment was terminated. The patient was provided supplemental oxygen (volume not provided), intravenous (IV) normal saline bolus (volume not provided), and oral benadryl 50 mg. The nurse practitioner evaluated the patient chairside and recommended the patient should go to the emergency room, however the patient declined. At approximately 14:51, the patient¿s condition had worsened and included hives (patient¿s trunk, extremities, neck) and lip swelling. An intramuscular (im) dose of solu-medrol was administered, and emergency medical services (ems) were contacted. While being transported to the hospital, the patient became rigid and lost consciousness. No additional details were obtained during follow-up, however the patient was discharged home and returned to the outpatient dialysis clinic for his next scheduled treatment on (B)(6) 2025. Subsequent attempts to obtain additional clinical information (e.g., confirmed cause, alternate dialyzer type, any return of symptoms) were unsuccessful.